Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic bilateral inguinal and ventral repair, while fixating the mesh in the ventral space, there were difficulties with loading the reload onto the handle and the reload was not securely fastened onto the shaft. There was also difficulty in pressing the "push to reload" and "lock and unlock" buttons. During the reload process the next reload would not properly catch the device. Once the handle finally caught the reload, and the "push to fire" button was engaged, and the doctor tried to squeeze the handle but was unsuccessful. The staff then had trouble pressing in the green button nor could they cycle the device. They opened a new handle to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during the product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.